Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number :3006705815-2020-00590,3006705815-2020-00593. It was reported patient experienced ineffective coverage of pain relief. Patient was reprogrammed several times and still the issue persisted. As a result patient underwent surgical intervention on (B)(6) 2020 where the leads and ipg were replaced .patient has effective coverage.